Event description:
While attempting to address bleeder on the anterior branch of artery around cystic duct of gallbladder, was unable to apply use clip; medical clip applier fired multiple clips without providing adequate hemostasis resulting in 300 ml unexpected blood loss.